Event description:
Reporter indicated that both system and normal mode diagnostic tests resulted in high lead impedance at a routine office visit. X-rays were reviewed by the manufacturer and a lead discontinuity was identified in the area near the lead bifurcation. It was noted that the strain relief did not appear to be placed per recommendations in labeling. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.